Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the suction irrigator instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Intuitive surgical, inc. (Isi) received user facility report # 0500470000-2023-0037 stating: robotic instrument single use suction irrigator tip broke inside during the surgery. It was reported that during a da vinci-assisted surgical procedure the suction irrigator instrument tip broke inside. There was no report of patient harm due to this event.